Event description:
Disposable 1.3 centurion circlamp with bell used for circumcision. The clamp was applied to the foreskin and after the foreskin was cut the infant's penis slipped out of the device. The device no longer applied constant pressure. As a result, there was more bleeding than normal and "oozing" was noted. Surgicel was applied with hemostasis. No further intervention was needed.